Event description:
It was reported to manufacturer that the vns patient had the generator and a portion of the lead removed due to an infection at the chest incision site. Further follow up with the patient's primary care physician revealed that the patient picked at the chest incision site, which likely contributed to the infection. It was noted that the patient has a history of picking at the incisions. Good faith attempt to obtain additional information from the surgeon have been made, but have been unsuccessful to date. Further follow up with the explanting facility revealed that the explanted devices have been discarded.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.